Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted it did not reach on the left leg upon removing to change the location it was discovered that the screw part was bent. This lead was never in service and will not be returned due to infection. No adverse patient effects were reported.